Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h.6.

Event description:
Patient reported "rupture". Later healthcare professional reported "no complaint against the device". This record is for the right side. Device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted. Device return unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.